Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated that the patient was not receiving data on the continuous glucose monitor (cgm) and became unconscious as she was walking into a hotel room. Her children pushed her toward the bed as she was falling, and she fell onto the mattress. The mother is not sure but thinks the patient might have twisted her foot while falling to the mattress and stated there were no other injuries. There was no food or sugar in the hotel room, so the children went to the lobby and got lemonade and sugar packets to give her. She was estimated to have been unconscious for 5-10 minutes, but the mother is unsure of the time frame as she was not present. A finger stick was done after the patient regained consciousness and her bg was 25 mg/dl. No medical intervention was sought. The patient stated their glucose levels have been off (nighttime lows) for about 2 weeks and she has seen her endocrinologist about this. She is feeling well otherwise. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR: the probable cause was the transmitter and app were unable to complete a data transfer.

Event description:
The probable cause could not be determined.